Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was scheduled for a system explant on (B)(6) 2025 for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information but were unsuccessful.